Manufacturer narrative:
Patient reported he started to have recurring urinary tract infections after changing from a closed system catheter to a standard intermittent catheter due to insurance coverage. Patient plans to seek insurance clearance to return to a closed system catheter.

Event description:
Intermittent catheter user acquired a urinary tract infection and was treated with an antibiotic in the hospital for 7-10 days. No device defect was reported.